Manufacturer narrative:
The impella pump and guidewire were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
It was reported that while attempting to implant an impella cp, extreme tortuosity was encountered causing the pump to kink and resulting in wire damage and damage to the impella optical sensor. The case was aborted.

Manufacturer narrative:
The investigation of product damage (cannula kink) and delivery issues has been completed. The impella device was returned for investigation and additional findings were added as failure modes. Delivery issue : the root cause of the delivery issue was most likely patient condition related, impella was unable to pass through vasculature due to extreme tortuosity. Product damage (cannula kink) : returned product showed cannula had signs of excessive force with kink observed. The root cause of the product damage (cannula kink) issue was most likely patient condition related as evidenced by clinical note mentioning during insertion encountered extreme tortuosity causing pump to kink. Optical signal issue: the returned product was inspected and a kink was observed on the catheter between 35cm and 40cm mark. At the kink location, light exited confirming a damaged fiber line and failed laser continuity test. The log pattern observed matches that of a damaged fiber line which aligns with clinical details of extreme tortuosity of patient anatomy causing pump to kink. The root cause of the optical signal issue was determined to be due to a damaged fiber line as evidenced by the light exiting the location of catheter kink where fiber was damaged and as evidenced by log pattern and returned product 5s parameters product damage (catheter kink): kink was observed on the catheter between 35cm and 40cm mark. The root cause of the product damage (catheter kink) issue was most likely patient condition related, during insertion encountered extreme tortuosity causing pump to kink. Product damage (guidewire kink): kink was observed on the guidewire. The root cause of the product damage (guidewire damage - peripheral vessel) issue was most likely use related as a result of excessive force as evidenced by kink on the returned product and clinical information revealing extreme tortuosity causing pump to kink and wire to damage. Product damage (sheath kink): no sheath was returned. Clinical mentioned unable to advance impella past tortuosity kinking peel away sheath. The root cause of the product damage (sheath kink) was most likely patient condition related as evidenced by clinical mention of being unable to advance impella past tortuosity kinking peel away sheath.